Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lightguide bundle of the insertion section is broken, the lightguide bundle of the video cable section is broken, the light transmission is not given or too low. A root cause could not be identified. However, based on the results of the investigation, it is likely that the following factors contributed to the malfunction: the charge-coupled device is broken, resulting in inadequate resolution; the light guide bundle in the insertion section is damaged, causing insufficient or absent light transmission; and the light guide bundle in the video cable section is broken, also leading to loss or reduction of light transmission. The issue was traced to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had blurred images and failed to achieve autofocus. There were no reports of patient harm.